Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. During troubleshooting with tandem technical support, customer observed an air gap in the tubing. Customer primed the tubing to resolve the occlusion. Customer's blood glucose was 159 mg/dl.